Event description:
The territory manager called to report that one of his customers has an insulin pump that has been changing the fixed prime delivery from 0.3 to 3.0 on its own. The caller also stated that the doctor he works with has heard of this happening on other insulin pumps as well. Advised the caller to have the customer call in for troubleshooting as the caller was not with the customer, and did not have the insulin pump present. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.